Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger head was crooked and too low and the right plunger case was cracked. No alarms in event history log (ehl) relating to customer's reported problem. During the functional testing the force sensor reading was found to be too low. Impact to plunger head. Plunger head was stuck in a crooked position and not lining up with force gauge. The root cause of this issue was a result of the customer's impact to the device. Replaced plunger tube and carriage. Calibrated the pump and performed all functional tests which passed.

Event description:
It was reported that the pump's syringe plunger would not handle the force supplied, it is not clear if it is a force sensor issue. No patient injury was reported.